Manufacturer narrative:
No pt involved in this concern. Device manufacture date not available at time of this report. Investigation of the returned device found that the clamp face was aligned and the adjustment screw threads were in good condition. The keeper ring at the tip of adjustment screw is stretched allowing some play at the end of screw travel. Hex head of adjustment screw in good condition; outside edge shows tool marks. Besides the small amount of play at the end of the adjustment screw travel, clamp is in good working condition. The device malfunction was not able to be duplicated.

Event description:
A medtronic rep reported that the open spine clamp that would no longer tighten. Site reported that this did not occur during a surgery, there was no pt present.